Event description:
It was reported that "failed sensor after warm up" occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2023, the sensor failed and the patient was unable to receive readings on her tandem pump. Due to this error, the patient reported they were not getting any alerts. The patient was taken to the hospital due to low glucose with a blood glucose reading of 30 mg/dl (there was no report of symptoms). The tandem pump and dexcom devices were removed from the patient upon arrival. She was treated with valium, adderall and humalog vials. There was no information provided about treatment for hypoglycemia. The patient was in the hospital for three days. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.